Event description:
It was reported that the implantable pulse generator (ipg) device was attempted for implant and was not use due to a grommet/setscrew problem. A new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.